Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Carefusion (B)(4) tech support was sent pn 766504 a pwb assy dvr disp indicator and as of this date it has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was received via an email from carefusion (B)(4) (tech support) on (B)(6) 2014. Carefusion (B)(4) tech support email that they had set the unit up and filled the gas. They pressed the reset button and the 3100a started to oscillate, but after a while the press start/stop button cannot stop oscillating with leds bright and turn off. There was no warning alarm with sound or lights flashing on the panel. The machine can't make the driver stop oscillating and no warning lights flashing on the panel. Even if they long press the button of sw1 (oscillation button) the unit of 3100a can't stop oscillating.